Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient lead was placed too low for coverage. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device was disposed at the facility.